Event description:
It was reported that on the medical-surgical floor, an infusion of furosemide (600mg/60ml) was intended to infuse at 1ml/hour (10mg/hour). The infusion was initiated at 10:46pm and should have lasted 60 hours but lasted approximately 11 hours. At 9:37am the furosemide bag was empty. An analysis of the pump data has been requested to see if the pump was programmed incorrectly. There were no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
The customer¿s report of an over infusion of furosemide was not confirmed or replicated during the investigation. ¿ on (B)(6) 2020 a remote IV was received for the drug furosemide drip as drug ID=259 with a concentration of 600mg/60ml. The infusion program was started at 10:46 pm infusing at a rate of 1ml/hr with a vtbi of 60ml. Immediately after starting the infusion the pump module was paused and then restarted a short time later. ¿ on (B)(6) 2020 at 8:21 am an air-in-line alarm occurred and the pump module was powered off about 4 minutes later. The primary volume infused for the furosemide (600mg/60ml) infusion program was recorded as 9.571ml. ¿ timed rate accuracy testing was performed with device operating at the suspected infusion rate of 1ml/hr for one hour. Testing found the system to be in specification with no unregulated flow observed. ¿ internal and external inspection was performed and no relevant issues were noted. Log analysis results: on (B)(6) 2020 a remote IV was received for the drug furosemide drip as drug ID=259 with a concentration of 600mg/60ml. The infusion program was started at 10:46:44 pm infusing at a rate of 1ml/hr with a vtbi of 60ml. Immediately after starting the infusion the pump module was paused and then restarted a short time later. Test results: rate accuracy testing was performed with the device operating at the incident rate of 10ml/hr. The actual rate was measured at 0.98ml/hr (-2.14% error). Specification for this test is +/- 5% error. Results indicate no issues observed. The root cause was not determined, no device malfunction is believed to have occurred.

Event description:
It was reported that on the medical-surgical floor, an infusion of furosemide (600mg/60ml) was intended to infuse at 1ml/hour (10mg/hour). The infusion was initiated at 10:46pm and should have lasted 60 hours but lasted approximately 11 hours. At 9:37am the furosemide bag was empty. An analysis of the pump data has been requested to see if the pump was programmed incorrectly. There were no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
Correction on initial report: a.1 (disregard patient identifier)******************************

Event description:
It was reported that on the medical-surgical floor, an infusion of furosemide (600mg/60ml) was intended to infuse at 1ml/hour (10mg/hour). The infusion was initiated at 10:46pm and should have lasted 60 hours but lasted approximately 11 hours. At 9:37am the furosemide bag was empty. An analysis of the pump data has been requested to see if the pump was programmed incorrectly. There were no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that on the medical-surgical floor, an infusion of furosemide (600mg/60ml) was intended to infuse at 1ml/hour (10mg/hour). The infusion was initiated at 10:46pm and should have lasted 60 hours but lasted approximately 11 hours. At 9:37am the furosemide bag was empty. An analysis of the pump data has been requested to see if the pump was programmed incorrectly. There was no report of any adverse effects as a result of this event.